Event description:
A report was received that the patient had a bruise and blister which had turned into a scab over the ipg site. It was believed that the blister/bruise was either from non-device related fall or from the surgery suturing (permanent implant) in sterile strips. The patient had a thin skin and may have a reaction to the adhesive from the sterile strips. The patient was prescribed keflex oral antibiotics and some topical ointment. The patient was reportedly on the healing process.

Manufacturer narrative:
Additional information was received that the ipg site had healed and the cause of the blister/bruise over the site was from the fall.

Event description:
A report was received that the patient had a bruise and blister which had turned into a scab over the ipg site. It was believed that the blister/bruise was either from non-device related fall or from the surgery suturing (permanent implant) in sterile strips. The patient had a thin skin and may have a reaction to the adhesive from the sterile strips. The patient was prescribed keflex oral antibiotics and some topical ointment. The patient was reportedly on the healing process.